Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. After restarting, the device worked normally and the fault did not reoccur. The nurse confirmed that there had been no accidental disconnection of the power cord or any other improper operation before the malfunction occurred. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) suddenly shut down while connected to a patient, without triggering any alarm. The nurse verified that the power cord was properly connected, the ac power indicator was illuminated, and the battery charging light on the trolley was flashing. The battery indicator was flashing green. After restarting, the device operated normally. The nurse confirmed that there had been no accidental disconnection of the power cord or any improper handling prior to the incident. No patient harm or injury was reported.